Event description:
It was reported that patient said that she is getting sharp pains and throbbing on her hip and she believes that is because her hip was indeed part of the trident recall. She said that the doctor has done plenty of tests but has not found anything wrong with it.

Manufacturer narrative:
Additional information has been requested and if received will be provided in a supplemental report.